Event description:
Surgeon punched, but implant broke at hex during insertion on second rotation. The broken anchor was not retreived. Two titanium corkscrews were used to complete the procedure. This device is used for treatment.